Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7101393.

Event description:
It was reported that the physician assessed there was an issue with the stereotactic frame that was used during the first stage of the deep brain stimulation (dbs) implant procedure which caused the leads to be placed slightly off from the intended targeted area. The patient did not experience any stimulation issues as a result of this placement as initial programming of the device had not yet been done. Therefore, these leads were explanted and replaced during the second stage of the dbs implant procedure. The explanted leads will not be returned as they were discarded by the medical facility.